Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the display was showing an error message. Upon further inspection, the fse found that the issue with host pc. The fse replaced the host pc and hard disk, installed software and restored the equipment configuration. After replacement of the host pc and hard disk with the installed software and configured equipment, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the device displayed an error message - negotiating with xper module service, please wait. The issue was found during clinical use, which resulted in an abortion of the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.